Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self-test. Unit was received with intermittent button responses while navigating the menus. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on 10/20/2025 02:57:21.000 through 10/20/2025 15:37:51.000 with several alarms noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corroded keypad traces were noted, causing the stuck button alarm. Additionally, corrosion was found on the lcd connector on pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case, scratched case, and pillowing keypad overlay. In conclusion customer concerns with stuck button alarm were confirmed when stuck key alarms were recorded in download history files. Corroded keypad traces were noted, causing the stuck button alarm. Additionally, corrosion was found on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and pump was exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device would be returned.